Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's atrial lead had dislodged. Subsequently, the patient underwent surgery to reposition the lead. Electrical measurements were good post-procedure. The patient's condition post-procedure was reportedly good.